Event description:
It was reported that the rubber feet and vent bands were damaged and the system was not functioning as intended. Changing the power supply and main printed circuit board and assembly resolved the issue.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of damage on the rubber feet and rubber bands, and the power module not functioning as intended were confirmed via evaluation of the returned power module (serial number: (B)(6)). The unit was evaluated at european distribution center and inspection revealed minor tears on the rubber feet. The unit was then opened and inspection revealed that the rubber bands on the unit¿s vent were cut. The unit was then connected to power and it was noted that the unit was not functioning as intended. The main pcb (printed circuit board) and the power supply pcb were replaced to resolve the functionality issue. The damaged parts were also replaced and the power module was functionally tested without any issues. The replaced circuit boards were forwarded to product performance engineering (ppe) for further evaluation. The forwarded main pcb and power supply pcb were connected to a test power module and it was noted that the power module alarm indicators, such as the lights and speakers, would not turn on and function appropriately; however, the power module was connected to a test system controller and was able to supply power to the controller without any issues. Further testing revealed that the issue was being produced by the forwarded main pcb and that the power supply pcb was functioning as intended. Troubleshooting of the main pcb while connected to power revealed that multiple signals being outputted from component u8 were atypical as the voltages across d13, d12 and d18 were not appropriate; these diodes receive signals outputted from component u8 and are associated with the circuit lines corresponding to the speakers and the light indicators of the unit. Additional evaluation could not be performed on u8 while connected to power due to the component being on the bottom side of the circuit board, which could not be accessed during troubleshooting. Although not conclusively determined, damage on component u8 could result in the power module not being able to produce visual and audible signals when alarms should be active. The root cause of the damage on the rubber feet and rubber bands could not be conclusively determined through this analysis. The root cause of the power module not functioning as intended was determined to be a damaged component in the circuitry; however, the cause of the component becoming damaged could not be determined from this analysis. The device history records were reviewed and the records revealed that the power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The power module was shipped to the customer on 27oct2010. Heartmate 3 instructions for use (IFU) (rev. G) section 8, entitled ¿equipment storage and care¿ describes how to care for and clean all equipment, including the power module. Section f, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. The heartmate power module instructions for use (IFU) (rev. B) section 4.0, entitled ¿power module (pm) backup power¿, and section 5.0, entitled ¿power module (pm) alarm conditions¿), instructs users on how to handle yellow wrench and red battery alarms that occur on the power module. Users are instructed to immediately switch to a new power source. Heartmate 3 patient handbook (rev. G) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.